Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, metal wires of the bending tube protruded was noted. In addition, bending cover leakage and insufficient angles were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the uretero-reno videoscope is leaking. The event occurred during reprocessing and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, metal wires of the bending tube protruded was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the application of excessive force to the bending section, leading to the bending tube becoming broken. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.